Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was exposed to extra doses. A field service engineer (fse) found that the mini drawer was opening more than one pocket when accessed. Testing in hardware test application confirmed the issue. After opening the back of the unit, the mini engine cable was found to be in poor condition, so the mini engine was replaced. The drawer was then tested in hta, and it operated without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer exposed two fentanyl vials when the user requested one dose. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.